Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had a recognition issue. A back-up same instrument was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and was placed on the in-house system and the blade failed to retract during initialization causing the instrument to fail self-test preventing the instrument into following. Based on logs the vse encountered the error "vessel sealer extended failed during homing" 3 times. The instrument was found to have a dislodged blade. Visual inspection showed that the blade was extended 5 mm, outside of the blade garage. There was bio debris found at the instrument tip. Additional related observation not reported by site: the instrument housing was removed, a visual examination was conducted, was found to have the retaining ring dislodged from its expected location. The retaining ring was found inside the housing. The dislodged retaining ring caused the initialization failure. The probable root cause of dislodged instrument retaining ring is attributed to incomplete tightening (not applying enough torque) of the set screw into the threaded hole of the grip ring or improper/incomplete seating of the retaining ring in the groove. The probable root cause of functional test failure is attributed to dislodged instrument retaining ring.